Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/15/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient did not wash and dry their hands prior to taking their fingerstick measurement. No additional event or patient information is available. Labeling indicates: wash and dry your hands before taking a fingerstick measurement. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.